Event description:
Pt reported obtaining back-to-back blood glucose results, of 318 mg/dl, 137 mg/dl and 145 mg/dl. No pt injury was reported and no treatment was received. Pt did not provide the location where the discrepant results were obtained. Quality control testing had not been performed on the system. Technical support requested the return of the suspect product and replacement product was shipped. The compact system: meter serial number (B)(4), strip lot 20656541 with expiration date 06/30/2008.

Manufacturer narrative:
The suspect product is the compact strip.